Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and fully dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Also found in history is 078-0004 alarm which was unable to be investigated due to above issue.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed fully dislodged force sensor pins. This report is being made based on the evaluation results.